Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 mg/dl resulting in diabetic ketoacidosis. Reportedly, customer's family member forgot to resume insulin delivery on pump after customer's shower. Customer administered a manual injection to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids; nature of fluids was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the resume pump alarm will announce once the duration of time expires, but insulin will not automatically resume after the time ends. You will receive the resume pump alarm and will have to manually resume insulin.